Event description:
When rptr read the attached ad/promo piece in periodical pertaining to, the triple purpose syringe, rptr was haunted by mailing we had received in the form of an alert from another MFR. It stressed the hazards of using a hypo syringe for oral liquids, which rptr fully concurred with. So, upon readng that rptr noted it could be used as regular syringe as well, it concerned rptr. But more importantly, ad indicates that solid oral doses, can be liquified and dispensed, in the same syringe. Rptr asks if he is interpreting this wrongly or is MFR suggesting that in the dispensing, it is intendedto be transformed to another container. Nevertheless, the result of crushing, and liquifying oral medications into a syringe that can be used as regular syringe, becomes a potential if not an actual hazard.